Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the system displayed communication error message. The fse reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.